Manufacturer narrative:
The insulin pump was received with normal operating currents, alarms noted during testing. The device had intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, she was attempting to bolus and the insulin pump wasn't responding properly. She removed the battery, she inserted a new battery, and it alarmed battery out limit. Alarm was caused due to customer taking greater time then the allotted time to insert the battery. She changed the battery again and it alarmed button error. Customer's blood glucose was 170 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm or keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.